Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cutting of the stomach on a laparoscopic sleeve gastrectomy, the stapler closed but unable to fire. They used another loading to complete the case. There was no patient injury.